Event description:
A report was received that during a lead revision, due to lead migration and inadequate therapy, the anchor was replaced. The physician replaced the anchor as the eyelits were broken.

Event description:
A report was received that during a lead revision, due to lead migration and inadequate therapy, the anchor was replaced. The physician replaced the anchor as the eyelets were broken.

Manufacturer narrative:
Correction to initial MDR: "required intervention to prevent impairment/damage (device)" should have not been checked. Device visual inspection confirmed that the eyelets of the click anchor was torn. The root cause of the damage is unknown. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.